Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that about a week or more ago the patient started getting zapped everywhere in their foot, hands and back. The patient called their manufacturing representative (rep) and left a voicemail but did not receive a call back. Walked the patient through connecting to their settings. Reviewed therapy adjustment options. Patient tried changing programs but only felt a "zap" in their foot. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Event description:
Additional information was received from the patient. The patient reported that their device was not working. Patient clarified this is due to previously reported event where that they were getting zapped everywhere ( feet, hands, legs) and when they went to the doctor their doctor checked everything out and said "no it's not working" and turned implant off. Patient reported it was zapping them in places they shouldn't have been zapped so that is why they had the implant turned off. Patient stated dr told patient they may be to the point where they need a "bag" put on them instead of the stimulator. Patient stated their hcp wanted them to get a "special x-ray to see about the stimulator" but stated the only way they could get the x-ray is if they were going to get another stimulator implanted due to the cost of the x-ray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.